Event description:
It has been reported to co that during the procedure this device failed to tighten while engaging the device. Reportedly, the threads were slipping. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.